Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced bodily injury, pain and suffering, infection, dyspareunia, and has undergone corrective surgery. Product was used for therapeutic therapy.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).